Event description:
It was reported that the right atrial lead exhibited noise. Chest x-ray did not reveal any lead anomalies. The lead remained implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).